Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection, abscess, silicone migration, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection, abscess, extracapsular implant rupture, silicone within the left axillary lymph nodes, lymphadenopathy further investigation results: review of sterilization and seal strength records related to work order 2459295 did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. DHR for work order 2459295 indicates that there was a reprocess order on the primary packaging operation in which the reported device was reprocessed. However, review of the reprocess of work order 2459295 did not identify any deviations, errors, omissions, or non-conformances that may be associated with the reported device event. Other records reviewed: environmental monitoring results for (B)(6) 2013, and bioburden monitoring results for ii q 2013. Review of work order 2459295 and the event code "infection" did not identify any ncs or CAPA associated with this information. Also, with the information collected during the investigation, there is enough evidence to support that device serial number 18582331 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30011956. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of (B)(6) 2019 through (B)(6) 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported abscess and infection. In addition, MRI identified intra and extracapsular implant rupture. Also, there is silicone within the left axillary lymph nodes and lymphadenopathy. Affected side is left. The device has been explanted.

Event description:
Patient reported a left side ruptured. Patient "dealt with abscess & infection caused by initial rupture." MRI identified intra and extracapsular implant rupture, and there is silicone within the left axillary lymph nodes. Patient is also extremely worried and anxious, has depression not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.